Event description:
It was reported that the patient obtained elevated blood glucose readings ranging from 376 mg/dl to 565 mg/dl. The patient was negative for ketones and did not experience any symptoms of high or low blood glucose levels. The patient was recently taking antibiotics for pneumonia infection. The patient was able to take corrective bolus doses via the pump. Troubleshooting revealed the pump settings were correct, and all total basal/bolus doses given correctly matched those programmed. It was also determined the pump had been exposed to xray radiation, although, the manufacturer warns against exposure to xray or CT scan radiation. There was no evidence the pump was not accurately and correctly delivering insulin. The elevated blood glucose readings may have been caused by the patient's recent infection. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.